Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump exposed to moisture. Customer's blood glucose level was 5.3 mmol/l. Customer reported that insulin pump felled into toilet. The insulin pump will be returned for analysis.